Event description:
According to the reporter, during catheter insertion, the physician stated that the guidewire (gw) was short outside the tunneler ( introducer sheath) thus the guidewire went (moved) inside the patient's vessel. There was difficulty in holding the guidewire due to the reported length that it had accidentally slipped out of the physician's fingers. It was stated that prior to insertion, the product was thoroughly inspected however the unusual length was not observed. The patient was operated and the product (guide wire) was totally removed from the patient's body. It was in the report that the insertion was by seldinger method. It was mentioned that the product had been replaced and reinsertion was successfully done the same day. The catheter was not repaired, there was no leak noted, no cleaning agents was used and tego was not utilized. No obstruction was noted on the reamer and there was no damage on the guidewire as well. It was also reported that the insertion site was not treated prior to product placement. The patient was reported to be in stable and good condition post surgery.

Manufacturer narrative:
Additional info: b5, g4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during catheter insertion, the physician stated that the guidewire (gw) was short outside the tunneler (I ntroducer sheath) thus the guidewire went (moved) inside the patient's vessel. There was difficulty in holding the guidewire due to the reported length that it had accidentally slipped out of the physician's fingers. It was stated that prior to insertion, the product was thoroughly inspected, however the unusual length was not observed. The patient was operated and the product (guide wire) was totally removed from the patient's body. It was in the report that the insertion was by seldinger method. It was mentioned that the product had been replaced. The catheter was not repaired, there was no leak noted, no cleaning agents was used and tego was not utilized. No obstruction was noted on the reamer and there was no damage on the guidewire as well. It was also reported that the insertion site was not treated prior to product placement. The patient was reported to be in stable and good condition post surgery.